Manufacturer narrative:
The following other devices were also listed in this report: v40 cocr lfit head 36mm/-5; cat# 6260-9-036; lot# mmmaj5; 23mm mod rev hip body/bolt stdcomponent level 9006-1-023; cat# 6276-1-023; lot# 43624502. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had right hip revision on (B)(6) 2014. Presented with possible infection so surgeon did an I&d and exchanged the liner, head, and proximal body with identical pieces.

Manufacturer narrative:
Manufacturing date corrected. An event regarding infection involving a trident liner was reported. The event was not confirmed. The device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A trend analysis was conducted for the reported failure mode and concluded infection may result from other factors not necessarily related to the device. No further investigation is required at this time.

Event description:
Patient had right hip revision on (B)(6) 2014. Presented with possible infection so surgeon did an I&d and exchanged the liner, head, and proximal body with identical pieces.